Manufacturer narrative:
Corrected information provided in b.2., b.5 and h.11. Upon further evaluation of product, the product is latex free, and the issue was related to an allergic reaction. The reported event 1644019-2025-03837 does not meet criteria for reporting as per applicable regulation. No further reports will be submitted under mfg. Report number: 1644019-2025-03837. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that allergy to the latex and skin was broken out after cataract surgery with intraocular lens implant. There was no patient impact reported. Upon further evaluation of product, the product is latex free, and the issue was related to an allergic reaction.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that allergy to the latex and skin was broken out after cataract surgery with intraocular lens implant. There was no patient impact reported.